Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.the insulin pump programmed with bolus deliveries and the test reservoir including the test infusion set inside the reservoir compartment and the liquid exited properly through test infusion set was noted.

Event description:
It was reported that the customer's insulin pump was not delivering insulin when he programmed a bolus. There was also an absence of a no delivery alarm. His blood glucose level was 585 mg/dl. The customer was hospitalized on (B)(6) 2015 for his low blood glucose levels. He was wearing his insulin pump at the time of hospitalization. His blood glucose level at the time of admission was 29 mg/dl. The customer over bolused, causing his low blood glucose levels. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed all functional. The insulin pump received with cracked reservoir tube lip and minor scratched liquid crystal display window.